Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe due to error c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event was not determinable.

Event description:
It was reported that prior to starting (pre-anesthesia) of a da vinci-assisted simple prostatectomy surgical procedure, the erbe had repeated error c-00. While setting up the system for procedure, before putting instruments in, erbe showed c-00 message. Technical support engineer (tse) reviewed logs and found also c-33 error with repeated power cycle did not help. Customer had a working medtronic force triade generator and will use it, until technician fixes the problem. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.